Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the rca. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that when the delivery was attempted there was a strangeness noticed and therefore the device was removed from the patient. It was observed that the stent was frayed. The device was not deployed in the patient. It is indicated that there is a possibility that the stent was frayed when the stent was taken out of the box. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional information: no kink occurred on the device, the fray occurred on the stent. The device did not break inside the patients body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device could not be positioned. It was reported that the product was frayed at the place where it came out from the guiding catheter. It is indicated that there is a possibility that the stent was frayed when the stent was taken out of the box, but this was not confirmed. Evaluation summary :there was a detachment on the distal shaft 26.4cm proximal to the distal tip. The remainder of the device was not returned for analysis. The distal shaft and inner member material were oval and jagged at the detachment site. The distal stent wraps were not positioned correctly at the distal markerband. The proximal stent wraps were positioned correctly at the proximal marker band. The mid-section stent wraps were stretched which caused the distal stent wraps to be positioned over the distal markerband. Deformation was evident from the 3rd to the 16th distal stent wraps struts stretched and raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.